Manufacturer narrative:
A steris consumable territory manager went onsite and identified that facility personnel were not wearing proper ppe, specifically masks, and the room was not properly ventilated. Facility personnel were not following ansi/aami st58 which states, "rooms in which chemical disinfection and sterilization are performed should be large enough to ensure adequate dilution of vapor." The valsure enzymatic cleaner safety data sheet states (8.2), "ensure adequate ventilation, especially in confined areas. Ensure all national/local regulations are observed. Insufficient ventilation: wear respiratory protection." The user facility has discontinued the use of valsure enzymatic cleaner in rooms that are not properly ventilated. A steris clinical education specialist counseled facility personnel on the proper use of valsure enzymatic cleaner and proper ppe requirements. No additional issues have been reported.

Event description:
The user facility reported that employees experienced eye, throat, and nose irritation while handling valsure enzymatic cleaner. Facility personnel did not disclose whether medical treatment was sought or administered.